Manufacturer narrative:
(B)(4). The pump module has been rec'd and the eval is pending. A f/u report with failure investigation results will be submitted once the eval is completed.

Event description:
The customer reported an over infusion of heparin. Heparin 25,000 units/250 ml was started per acute coronary syndrome (acs) protocol. A 4000 unit loading dose was given IV push at 1603. The infusion was started at 10 units/kg/hr at 1633, and increased to 12 units/kg/hr at 1636. At 1735 the device alarmed for air in line and the entire 250 ml bag was found to be empty. Protamine 100 mg IV was given for a prolonged ptt. Inspection by the customer revealed unregulated flow when, w/o opening the door of the module, they hung a new bag of fluid on the same tubing and opened the roller clamp. When they subsequently opened the door of the module, then tried to close it again, they noted resistance; at that time they noted that the platen was out of position and the upper hinge pin of the platen was broken. On (B)(6) 2013, customer reported the pt was fine and had no negative outcome from the event.